Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32 g 4 mm 5 bag 50 box sample were expired and missing label information. The following information was provided by the initial reporter: this consumer called back stating she could not find an expiration date on her box of bd pen needles. Stated she started using them over the past 2 weeks and had bruising at her injection sites. Advised consumer that bd products are tested for 5 years and this product box would be expired. Advised consumer not to use the expired products. Lot #: 2276098, catalog #: 320149, date of event: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 9 october 2020 therefore the complaint could not be confirmed and the root cause is undetermined. The product reported for this complaint was manufactured in 2012. DHR records are only required to be kept for 7 years from date of manufacture. The manufacturing site would no longer have the DHR records for this reported lot. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 5 bag 50 box sample were expired and missing label information. The following information was provided by the initial reporter: this consumer called back stating she could not find an expiration date on her box of bd pen needles. Stated she started using them over the past 2 weeks and had bruising at her injection sites. Advised consumer that bd products are tested for 5 years and this product box would be expired. Advised consumer not to use the expired products. Lot #: 2276098; catalog #: 320149; date of event: unknown.